Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that when the nurse put in the tube, the probe made a knot in the esophagus.

Manufacturer narrative:
A photograph was submitted for investigation. The photo shows a u-shaped tube but can only be observed on the x-ray. One sample with an unknown lot number was received for evaluation. After performing a visual inspection, it was not possible to confirm the issue reported by the customer. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The root cause could not be determined for this incident because the returned samples does not demonstrate the reported issue. No corrective actions are deemed necessary at this time as the process is running according to product specifications and meets the quality acceptance criteria. The process will continue to be monitored for any adverse trends that require immediate attention.